Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2018 by the journal of shoulder and elbow surgery, titled ¿clinical and radiologic outcomes following total shoulder arthroplasty using arthrex eclipse stemless humeral component with minimum 2 years¿ follow-up¿. The study reviewed eighty-six (86) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and unknown/unspecified glenoid devices, to address glenohumeral arthritis. During the thirty-five (35) month follow-up period, four (4) patients experienced periprosthic fracture leading to revision. Source: gallacher, sian, et al. "Clinical and radiologic outcomes following total shoulder arthroplasty using arthrex eclipse stemless humeral component with minimum 2 years' follow-up." Journal of shoulder and elbow surgery 27.12 (2018): 2191-2197.